Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor is not working occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found for transmitter ID (B)(4) . In addition, signal loss greater than an hour for transmitter ID (B)(4) was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. The reported event of the sensor is not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.